Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 07-jan-2016 (posted on social media by consumer): the consumer reported essure perforated both fallopian tubes and she had no idea that her birth control was making her so sick for the last 5 years. She had a hysterectomy (B)(6) 2015 and just about every symptom was gone and it was not until they opened her up did they see the damage it could not be seen in sonogram or scan or x-ray. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding) and essure perforated both fallopian tubes. She underwent a hysterectomy. These events are serious due to medical importance and listed in the reference safety information for essure. After essure insertion genital bleeding may occur. Given the nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. The exact date and mechanism of the event essure perforated both fallopian tubes was not reported. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring, and it is not possible to contact the reporter.

Manufacturer narrative:
Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in her tubes and heavy bleeding (interpreted as genital bleeding). These events are serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. She stated that she is schedule to have a hysterectomy. Based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case # FDA-2014-n-0736-0660 and FDA-2014-n-0736-0724, awareness date 18-aug-2015). It refers to a 41 years-old female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Additional information was received on (B)(6) 2015. She reported she is mother of four and decided she was done having children. She stated she had been in and out of the physician for what everyone told her it was gerd, or the gallbladder or kidney stones and etc. She gained 30 pounds, had terrible pains in her side, when she cough she could feel the coil in her and when she was in pain she couldn't use a heating pad because she could feel it heat up and had more pain. She suffered from migraines headaches, and one lasted 3 weeks straight. She had metal taste in her mouth all the time, she eat just once a day if that because she was nauseous all the time, she felt like she was going to throw up every day. She described her pain goes from her hip to her leg and to her toes where she could not walk without pain and she got spasm in her tubal area that were so intense that felt like a baby was kicking in its early stages. Her hands and fingers on right side and arms went numb, and she was depressed, exhausted daily, had heavy bleeding, her hair was falling out. She also stated the nickel allergy was infecting her inside out. She stated she is schedule to have a hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in her tubes and heavy bleeding (interpreted as genital bleeding). These events are serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. She stated that she is schedule to have a hysterectomy. Based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 22-may-2016: reporter information was updated. Consumer reported via social media that both coils were perforated through her fallopian tubes, sticking straight out. So, every time ovulation occurred, she would have excruciating pain on top of the numbness. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding) and essure perforated both fallopian tubes. She underwent a hysterectomy. These events are serious due to medical importance and listed in the reference safety information for essure. After essure insertion genital bleeding may occur. Given the nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. The exact date and mechanism of the event essure perforated both fallopian tubes was not reported. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring, and it is not possible to contact the reporter.